Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, force sensor test, occlusion test, sleep current measurement and active current measurement. Pump error 63 alarmed during self test and confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly. Device received error 25 due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia as well as insulin pump had hardware low level failures alarm while doing self-test. The customer¿s blood glucose level was 487 mg/dl at the time of incident, treated with bolus and current the time of incident 283 mg/dl. Offer troubleshooting for high blood glucose but customer declined. Customer was assisted with troubleshooting for insulin pump errors. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer perform a self-test and test did not pass. Customer stated that the insulin pump was acting up, customer stated that insulin pump battery got depleted. Customer had not previously called to report power error detected. Customer states notification light did not immediately stop flashing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.